Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted:( B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
In 2012, the pump ran dry for over two months. Before it went dry, the pump was delivering morphine or dilaudid. Further follow-up is being conducted to obtain additional information. Additional information was received from the patient via a company representative on (B)(6) 2015 and it was reported that by the time they had found another pump managing physician, the pump had been running dry for two months.